Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 22-apr-2026. H3 and h6 code: updated. One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed no physical damage or anomalies. Functional testing was performed, and no air-in-line alarms were observed. The reported complaint could not be confirmed, and a root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a blinatumomab patient presenting to ed with bubbles throughout the cadd line, requiring disconnection. The reporter stated they could clearly see a lot of air throughout the line, in particular from the bag spike to where it attaches to the cadd pump. There is no air in the infusion bag. No adverse effects were reported.